Event description:
Customer's pump does not charge with multiple cables and outlets. There is no impact on the customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.